Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he was admitted to the hospital and diagnosed with diabetic ketoacidosis, on (B)(6) 2016. Customer stated he noticed insulin in the cartridge compartment before going to the hospital. The customer attributed the high blood glucose and dka to the leak. The cartridge and infusion set were requested for return, but cannot be returned as they have been discarded.